Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 408 mg/dl. The customer stated forgetting to deliver a bolus for supper and reported that a correction bolus had been recently delivered to address the bg level. Additionally, the customer reported that the pump was performing as expected as the customer was able to observe insulin exit from the end of the infusion set tubing. The customer declined tandem technical support's offer to perform troubleshooting, and was recommended to continue to monitor bg levels.